Manufacturer narrative:
(B)(4). Medical products: vanguard tibial bearing catalog # 183442 lot # unknown, biomet cc I-beam tray 71mm catalog # 141223 lot # unknown, biomet arcom 3 peg/post catalog # unknown lot # unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-06759.

Event description:
It was reported a patient underwent left primary total knee arthroplasty and later the patient underwent manipulation.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. It was reported that this is an adverse event as well as product problem; should only be reported as adverse event.